Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the surgeon noticed that the iol had debris on the fold. The iol was removed and replaced during the same procedure without difficulty. On the first day postoperatively, the surgeon reported the patient was finger counting, presenting "as if he had tass." The patient also presented with corneal edema with 2-3+ descemet's fold that "was out of proportion to the surgical manipulation." The patient was reported to be responding well to medication given. In a follow-up, the surgeon reported the outcome of the event as "excellent".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split in two pieces with a portion of the optic and one haptic was not returned. The anterior and posterior optic surface was scratched. There was dried solution on the lens that may have been interpreted by the reporter as debris on lens. Due to the condition of the returned sample, we are unable to confirm the damage was present on the lens surface when opened. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2009 by fax and mail. A completed questionnaire was received on 02/10/2009. This report was mailed to FDA on: 03/06/2009.